Event description:
Ous MDR - it was reported that the device could not be interrogated. The implant date was not provided.

Manufacturer narrative:
After the pacemaker was received, it first underwent an electrical incoming goods inspection, and the clinical observation was confirmed, an initial interrogation was not possible. Therefore, the pacemaker was opened in a next step, and the components of the electronic module was inspected. The battery was discharged. Furthermore, a damaged capacitor was identified, which caused high power consumption and subsequently led to the clinical observation. The component was removed from the electronic module, and the current uptake then proved to be as expected. Further causes for the increased current uptake other than the damaged capacitor did not exist. In addition, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was unremarkable. In summary, the clinical observation was the result of an increased current uptake, which was caused by a damaged capacitor of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.